Event description:
During surgery on (B)(6) 2010, it was reported that the patch was larger than labelled and consequently had to be cut before implantation. The patch remained implanted in the patient.

Manufacturer narrative:
After catheterization of the anterior tibial artery, the surgeon introduced the sv guidewire with a savvy balloon catheter. While attempting to cross a critically stenosed area using a rotating movement through torque, the radiopaque sv guidewire tip stopped moving. The guidewire tip did not respond to the movements of pull and push and got detached from the guidewire body and fell off in the patient's artery. It was not possible to recover the guidewire tip as the catheter balloon progressed. When the guidewire was removed, it was noted to be unraveled. Therefore, the procedure had to be aborted. The patient is said to be doing very well, and is stable. The surgeon is said to be following the patient's condition weekly. One non-sterile guidewire was received coiled in a plastic bag. The distal coil was found unraveled/stretched. When observed under microscope, the distal tip appeared to be fractured; the device was then sent to a sem analysis in order to verify if there is a fracture and if so, determine the cause of such fracture. Sem analysis was performed and the results showed that the coil wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics; the core wire presents evidence of cutting characteristics, this was confirmed by comparison with other sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01411089. This packaging lot contained 90 units, which were shipped from lake region medical on june 4, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported as "guidewire_ unraveled/stretched" was confirmed given the conditions the device presented, and the complaint reported as "distal tip_ fractured-separated/in patient' was also confirmed; however, the sem analysis results showed that the coil wire fracture surfaces presented evidence of bending and smearing characteristics and that the core wire presents evidence of cutting characteristics. Moreover, no damages were reported to have been found prior to procedure and according to the complaint file information, the patient presented a critical stenosis area. Based on the analysis, the complaint file information and the DHR review, procedural factors appear to have impacted on the event as reported. The device did not present any obvious indications of manufacturing defect or anomaly. No corrective or preventive actions will be taken at this time. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Based on the information available, it appears that the patient¿s difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
After catheterization of the anterior tibial artery, the surgeon introduced the sv guidewire with a savvy balloon catheter. While attempting to cross a critically stenosed area using a rotating movement through torque, the radiopaque sv guidewire tip stopped moving. The guidewire tip did not respond to the movements of pull and push and got detached from the guidewire body and fell off in the patient¿s artery. It was not possible to recover the guidewire tip as the catheter balloon progressed. When the guidewire was removed, it was noted to be unraveled. Therefore, the procedure had to be aborted. The patient is said to be doing very well, and is stable. The surgeon is said to be following the patient¿s condition weekly. Additional patient and procedural information has been requested but has not yet been forthcoming.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.